Event description:
It was reported that the right ventricular lead would not stay attached to the heart tissue. The lead was explanted and replaced the day after being implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that no anomalies were found. However, there was blood in/on the helix mechanism.